Manufacturer narrative:
(B)(4). The evaluation and repair of the device has not been completed. Once the evaluation and repair is complete a supplemental follow-up will be submitted.

Event description:
It was reported that, due to a 840 ventilator malfunction, the patient was removed from the ventilator and placed on an alternate ventilator. Although requested, information regarding intervention taken on the behalf of the patient and patient outcome was not provided.

Manufacturer narrative:
(B)(4). Initial report was received via medsun mandatory and voluntary uf/importer report # (B)(4).